Manufacturer narrative:
Exact date unknown, event occurred years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19715040.

Event description:
It was reported that the patient could not stand the buzzing sensation from the spinal cord stimulator (scs) device. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.